Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to manufacture acceptance criteria. The root cause for the dull knife experienced by the customer cannot be determined. (B)(4).

Event description:
A customer reported that a knife was dull during a procedure and there was no harm to the patient. Additional information received indicated that the knife was attempted to be used on a patient however it was dull. Another blade was used to complete the case without injury to the patient.